Event description:
A surgical technician reports a posterior capsule tear during cataract surgery. The vitrectomy probe would not cut, two different probes were tried and eventually the settings were turned very high in order to complete the case. Information provided indicates the patient is doing well.

Manufacturer narrative:
Investigation, including root cause determination, is in progress.